Manufacturer narrative:
B3: event date provided: (B)(6) 2019 a1 and h6: information was recieved that there was no patient present at the time of the event.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited "air in line". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.